Event description:
It was reported that the devices exhibited a downstream occlusion alarm while the patient was sleeping. The patient stated that they had silenced the alert and the medication had continued infusing without any issue. The patient had further reported that during the day, no problems had occurred. The pharmacist had reviewed that this might have been due to a kink in the tubing, which had led to high pressure. The patient stated that they had not checked for any blockage or kink in the tubing when the alarm had gone off, as it had happened while they had been sleeping. Veletri sdv ¿ 49 ng per kg per minute. Since the infusion had been life-sustaining, the outcome of the event is ongoing. There was no patient harm or no patient injury. Patient details were provided: initials - (B)(6), born on (B)(6)1957 female, weighing 140 lbs. The outcome of the event was unknown

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.